Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer advised when they try to fill the tubing they also receive a no delivery alarm. Customer's blood glucose level was 7 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they carry the device in a small case that has a magnet close by but have been using the device this way since they received it. Customer has received several motor error alarms in the past 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.